Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all keypad buttons were found to be responding appropriately. The bolus button was removed and no issues were found with the button contact. Unrelated to the complaint, the keypad symbols were found to be worn, this issue has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas. The pump is out of warranty and the pt has chosen to continue using the device at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the ezbolus button has required additional presses with excessive force to obtain a response for the past several months. He noted that the ezbolus button cover is intact, and the button feels flat and hard. The pt stated that the ok button symbol is worn, but all keypad buttons respond as expected except for the ezbolus button. He denied that the pump has been exposed to water and cleaning products, and stated that he wears the pump attached to his pocket with a clip.